Manufacturer narrative:
This is a supplemental report filing as the complaint device was returned for evaluation. The reported unused poole suction instrument was returned for evaluation in its original unopened package. Label verification and visual inspection were performed. The packaging engineer confirmed a breach in sterility by way of an open pouch during visual inspection. This breach was caused by creep of the device after the sealing process occurred. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, this is the only complaint for this failure mode. A two-year review of device history revealed 10 similar complaints have been reported for this device family. During this same timeframe, (B)(4) devices have been sold worldwide making the occurrence rate of this failure (B)(4) percent. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. Standard clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. This package was not sealed and therefore would prompt the end user to discard it and obtain a new sterile device. To date there have been no reported long term adverse effects related to this issue. This issue will continue to be monitored through the complaint system.

Manufacturer narrative:
The reported 0035040- poole suction instrument is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(6) reported that during inspection of incoming products, one poole suction instrument was discovered with "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user.

Manufacturer narrative:
In the follow-up report submitted on 28-aug-2017, the lot was stated to contain (B)(4) units. This lot contained (B)(4) units. The rate of failure was stated to be (B)(4) percent on the basis of having received 10 similar complaints. The actual rate of failure is (B)(4) percent on on the basis of 10 similar complaints involving 13 devices.